Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information has been requested but unavailable: please provide details of the sequence of events; what was the indications for the surgery? What was the date of the original surgery? For the first internal bleeding, how was it identified? What was the site of the bleed? How was it addressed? In the second post-op bleed, how was it identified? What was the site of the bleed and how was the bleeding addressed? Was the harmonic used in these areas of the bleeding? How did they know the vessels were calcified? Did the patient have known coagulopathy disorder? Please confirm the cause of death? Is there an autopsy? Is the surgeon available to speak with our medical team?

Event description:
It was reported that during a whipple procedure, the device was used with no known issues during the procedure. Internal bleeding began 14 hours post op with very small vessel parallel to common bile duct. Surgeon called into theatre to fix. Another bleed 28 hours post op on another 'very small' vessel (unsure of name or specific location at this time). Patient passed away as result of post-op bleeding on (B)(6) 2017. Doctor mentioned vessels taken were calcified.

Manufacturer narrative:
(B)(4). Additional information: patient was male, (B)(6) and diagnosed with ampullary adenocarcinoma. The primary surgery (whipple procedure) was on (B)(6) 2017. The harmonic device (harhd20) was used during the procedure. Dr. Mentioned that he could feel the vessels were calcified due to the pressure he applied while closing the device. He also added that the patient was on antacids. Patient blood loss during the procedure was < 200 ml. Post-op, intubated patient was monitored in ICU. Patient was then extubated and monitoring continued in ICU. Fourteen (14) hours post-op, dr. Was notified that patient was hypotensive and tachycardic. Patient was brought to theatre and dr. Said the abdomen was filled with 2 l of blood. Dr. Located the bleeding which was a small vessel near the neck of the pancreas. Vessel was clipped and tied. Harmonic device was not used to manage the bleeding. Intubated patient was monitored in ICU. Patient was then extubated and monitoring continued in ICU. Twenty-eight (28) hours post-op, dr. Was again notified that patient was hypotensive and tachycardic. Dr. Went to ICU and he said patient was in hypovolemic shock and he was considering opening patient in ICU. Patient was brought to theatre and dr. Said blood loss was > 2 l. Blood vessel was 1-1.5 mm, located near the hepatic portal area and vessel was clipped and tied. Harmonic device was not used to manage the bleeding. Intubated patient was monitored in ICU. Patient remained ventilated for 1 week. Two (2) weeks post-op, patient had a pulmonary embolism. Managed with anticoagulant. Patient recovered. Dr. Described the following, patient had a massive gastric area haemorrhage and passed away on (B)(6) 2017.